Event description:
It was reported that during use, the bearings were gone. At the time of event, there is no patient involvement and impact. Additional information received that during evaluation bearing was loose at tube distal unable to run the attachment and insert the drill

Manufacturer narrative:
H3: product analysis :evaluation determined that bearings were gone . The likely cause of failure is due to loose bearings at tube distal unable to run the attachment . It was also noted that the drill bit was unable to insert in the attachment , corrosion was also observable in the tube. Markings and color band are not visible. G.3. Aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.